Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The subject device was returned to an olympus service center for evaluation. During the evaluation of the device, the following issues were observed: there was no image on the video monitor; the power switch green light was lit, but there was no display on the touch panel; and the color bar was displaying on the monitor, even when the camera head was connected. The issues were found to be caused by a failure of the cp board (printed circuit board). Based on the legal manufacturer's investigation, it is likely that components on the cp board accidentally failed. In the cp board, control of the touch panel and image-processing settings to dp/dx board are performed, and it is likely that nothing could be displayed on the touch panel screen or the monitor due to the failure of the cp board. The unintended color bar setting being displayed likely occurred due to the failure of the cp board. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, it was found that the image of the subject device was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.